Manufacturer narrative:
Patient code: perforation is labeled in the IFU. Pain is not labeled. Device code: migration is not labeled. Unintended movement related to tilt is not labeled. The event is currently under investigation.

Event description:
Patient allegedly received an implant, in the suprarenal position, on (B)(6) 2012 due to blood clots in right leg. Patient is alleging migration, tilt, breathing irregularity; impinging on liver and right atrium. Per attempted retrieval report on (B)(6) 2016, both the supra-and infrarenal inferior vena cava filters were unchanged in position. Both demonstrated filter strut penetration. The physician was unable to retrieve the suprarenal filter with standard techniques. The filter was reported to have been successfully retrieved on (B)(6) 2016. Prior to this implant patient alleges a celect filter was placed in the infrarenal position on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, migration, tilt, breathing irreg, difficult to retrieve, impinging on liver + r atrium (perforation)." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. It is unknown if the reported breathing irregularity is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.